Event description:
Pt previously treated for a clavicle fracture on (B)(6) 2011. Pt fell on (B)(6) 2012 and broke bone medial to the plate. Surgeon removed the previous plate and replaced it with another lcp superior clavicle plate. Reportedly, the plate did not break.

Manufacturer narrative:
Device was not returned. A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the MFR that would contribute to this complaint condition. A review of the raw material device history record revealed that this lot met all specifications with no anomalies noted.